Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:48:46. During night drain cycle five, the patient's ultrafiltration reading was 2089 ml, indicating the home patient (hp) drained 1289 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log found evidence of the iipv event. The cause was determined to be that the user had set the tidal total ultrafiltration removal too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.